Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patient was not crossing from server to station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that message on server was critically override, new patient was not crossing. A technical support specialist (tss) located and corrected an issue preventing the patient list from updating; the update service was not fully configured after the upgrade, so manually corrected it, and the station should now display new patient information as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patient was not crossing from server to station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.